Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and on (B)(6) 2018 with blood glucose was 1300 mg/dl. Customer¿s current blood glucose was 64 mg/dl. Customer had symptoms such as nausea and headache. Customer experienced blood glucose level of 398, 435, mg/dl. Drive support cap was normal. There was no air bubble and leak. Customer was alleging for under delivering because customer was continuously giving bolus but blood glucose did not go down. The insulin pump will not be returned for analysis.